Manufacturer narrative:
Investigation was performed on the returned device. The reported difficult clip deployment could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). The reported incomplete coaptation, image resolution poor, and off-label use during use could not be replicated in a testing environment as it was related to patient¿s anatomy or procedural operational circumstances. It was reported that the procedure was used to treat tricuspid regurgitation (tr). It should be noted that the intended use section of the mitraclip system g4 u.s. Instructions for use states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. Furthermore, it was determined that using the mitraclip on the tricuspid valve likely caused or contributed to the reported clip opening while locked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported difficult clip deployment and clip opening while locked could not be determined. Additionally, the reported slda (single leaflet device attachment) appears to be due to procedural circumstances. The reported poor imaging was due to challenging patient anatomy. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. Lastly, the patient effect of tr was due to reported slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received, but the investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Weight: estimated weight.

Event description:
This is filed on the off label use of the second mitraclip to report the difficult clip deployment and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in a straight forward case. One mitraclip was implanted reducing mr to grade 1-2. The procedure continued to treat the tricuspid valve off label with a mitraclip xtw in the patient with grade 4 tricuspid regurgitation (tr). There was no challenging anatomy, but imaging was a challenge because of the anatomy. The mitraclip was attempted to be deployed on the anterior-septal leaflets of the tricuspid valve, but the clip would not separate from the delivery system. As the actuator knob was being turned, the clip was noted to open to 30 degrees. All steps had been performed per the instructions for use. The delivery system was gently jiggled to detach the clip, but in doing so, the anterior leaflet came out of the mitraclip. It remained stable on the anterior leaflet so the procedure was completed with unchanged tr grade 4. The mitraclip angle remained 30 degrees open. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.